Event description:
It was reported during a procedure it was noted that this catheter had a defective injex anchor as the leading edge was missing therefore the device was not implanted. No diagnostic testing was required. The issue was reported as resolved but the cause of the issue was not determined. Another product was opened and a replacement anchor was provided. The remainder of the case proceeded uneventfully. There were no drugs in the pump. There were no patient symptoms and no harm to the patient. At the time of the event the patient's status was reported as alive-no injury. The patient was currently doing well. It was further reported that the defective injex anchor with no leading edge was loaded onto dispensing tool. It was now reported that the issue occurred on (B)(6) 2014. The patient recovered without sequela. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). The anchor was returned. Analysis revealed that the catheter anchor did not properly detach from the ascenda tool and therefore the anchor was not able to be used.

Event description:
Additional information clarified that the implant date was (B)(6) 2014.